Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right atrial (ra) portion of this lead was capped and replaced due to an unknown reason. No product allegations have been received at this time. A new lead was successfully placed. No additional adverse patient effects were reported.